Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 753 mg/dl. Customer stated they were hunting deer and feeling weak. Customer stated at home they experienced hallucinating and vomiting. Customer wife called ambulance and rushed to the hospital. It was unknown auto mode feature was active at the time of reported event. The insulin pump will not be returned for analysis.